Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the pump was submerged under water and was no longer responsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.